Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set tape was not sticking as cannula have been pressured/pulled by mistake event on 02-mar-2026. No further information available.